Event description:
As reported: "the doctor says femoral head fell off stem. The stem taper was damaged and the neck of the stem is notched. " revision of left hip, size 5 accolade tmzf stem and 40 + 8mm cocr head.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photograph indicated that the devices were covered in blood and tissue consistent with explantation. The trunnion of the stem is severely worn. Damage is consistent with the loss of taper lock. Clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion of assessment: this inquiry reports the failure of a total hip replacement approximately 11 years after implantation due to femoral head disassociation from the femoral stem with trunnion deformity. I can confirm that this event took place since I was able to review an x ray showing the disassociation and deformity of the trunnion. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnion deformity and femoral head disassociation are multifactorial including surgical technique factors, patient factors and implant factors." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The event was confirmed by visual inspection of provided photographs of the devices and by review of the provided medical information by a clinical consultant. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned to the manufacturer.

Event description:
As reported: "the doctor says femoral head fell off stem. The stem taper was damaged and the neck of the stem is notched. " revision of left hip, size 5 accolade tmzf stem and 40 + 8mm cocr head.